Event description:
It was reported during in clinic follow up that the atrial lead exhibited intermittent capture and a drop in pacing impedance. Imaging revealed dislodgement. No intervention was reported. The patient was stable.